Manufacturer narrative:
Section b5 - additional information: section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the surgeon did a clean out but no equipment was replaced. The low flows reportedly went away. The patient was in stable condition post the outflow graft revision.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was unable to be confirmed as no images were submitted for review and the device remains in use. Additionally, the reported low flow alarms could not be confirmed as log files were not submitted; however, the account reported that the low flows resolved following the outflow graft revision. Furthermore, a direct correlation between the device and the reported diarrhea and unresponsiveness could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow and pulsaitlity index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with low flows, high pulsatility index (pi), and diarrhea. The patient then became unresponsive. The patient underwent a computed tomography angiography (cta) that showed 90% occlusion at the proximal outflow, under the bend relief. The patient was taken to the operating room and the outflow graft was decompressed via a thoracotomy approach. The patient was extubated in the intensive care unit (ICU) and was reported to be recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.